Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2015. During the procedure, the patient experienced a cerebrospinal fluid leak and a blood patch was applied. As a result, the trial procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was asymptomatic. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).